Event description:
The customer obtained negative vitros anti-hbc results for multiple samples from the same patient on the vitros eciq in 2008. Two competitive methods returned positive anti-hbc results for the patient. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The negative result from first result, was reported, however, it is not known if the 4 december result was reported. There were no allegations of harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
The performance of the vitros eciq system and the vitros anti-hbc reagent could not be verified due to the limited information provided by the customer during the investigation. The patient's historical anti-hbc results and results of additional hepatitis assay testing indicate that the most likely cause is an unknown sample interferent. The root cause of the false negative vitros anti-hbc results is unknown.